Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, one of the pull wires came loose and the biopsy forceps would not open to obtain a stomach biopsy. No biopsies were obtained with this device prior to this event. Reportedly, the device remained intact. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
Concomitant medical product - olympus scope. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found one pull wire broken, the needle tail bent, and a kink at distal end section of the device. Further analysis of the broken pullwire found that the failure site exhibited evidence of a high compression zone which reduced the pullwires cross-sectional area. The failure site also presented with marks produced by the mechanical manufacturing die. Additionally, transversal cracking at the failure surface likely indicates that the fracture occurred due to a bending event. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the pullwire broke. The evaluation found that the fracture occurred due to a bending overload in an area of the pullwire that was reduced by compression forces. However, the failure site presented with marks produced by the mechanical manufacturing die. Therefore, the most probable root cause is manufacturing. An investigation is underway to address the failure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, one of the pull wires came loose and the biopsy forceps would not open to obtain a stomach biopsy. No biopsies were obtained with this device prior to this event. Reportedly, the device remained intact. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine